Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by drain pain. The cause of peritonitis was unknown. The patient was hospitalized due to the event; however, it was not reported if the patient was treated for peritonitis. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.